Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 49 and 71 hours. When the pod was removed from the infusion site, the pod's cannula was found bent and bleeding was noted at the pod site. As treatment, the patient administered a rapid-acting insulin pen and a new pod was applied.